Manufacturer narrative:
(B)(4). Date of event estimated as (B)(6) 2011. Test/lab dates are estimated. Date of implant estimated as (B)(6) 2010. It is indicated that the devices are not returning for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the lot history records and complaint histories could not be conducted because the lot identification numbers were not provided. Based on the information reviewed, there is no indication of a product deficiency. Article; yoshitaka shiratori,md; salvatore brugaletta, md, phd; luis alvarez-contreras,md; yajaziel azpeitia, md; nestor ospino, md; sebastian gaido, md; anuar delahanty, md; alejandro santos, md; victoria martin-yuste, md, phd; monica masotti, md, phd; patrick w. Serruys, md, phd,; stephan windecker, md, phd; and manel sabate md, phd; (catheterization and cardiovascular interventions 82:e428-e436 (2013): one-year head to head comparison of the neointimal response between sirolimus eluting stent with reservoir technology and everolimus eluting stent: an optical coherence tomography study.

Event description:
This event was captured based on literature review. It was reported that during a multi-center, randomized study, 15 patients who had received 17 unspecified xience stents between september 2010 and october 2010 were identified; during the stent implantation procedures, pre-dilatation, post-dilatation, and bailout stenting were allowed per operator discretion. The xience stents were implanted in the following coronary vessels: left anterior descending (10), left circumflex (2), and right coronary artery (5). One year after stent implantation, pre-planned optical coherence tomography (oct) imaging and quantitative coronary angiographic (qca) analysis were performed. Clinical outcomes were as follows: number of non-apposed stents: 1. Number of uncovered and non-apposed stents: 1. Number of target lesion revascularizations performed: 1. There were no adverse patient sequelae reported. No additional relevant information was noted.